Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first perclose proglide device was previously filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device via an 8fr sheath after a percutaneous coronary intervention. Reportedly, the proglide plunger was removed but the suture did not come out. A cuff miss was suspected. Hemostasis was achieved using a new proglide device. There was no reported adverse patient sequela and there was no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided. Subsequently, an additional proglide device was returned to abbott vascular with no reported information. The device was received in the pre-deployed position. The condition of the proglide device indicated the device may have been inserted on the guide wire as the device was returned with blood in and on the device. There was no saline visible. The lever was closed and the foot was retracted. The link was loose and still in the suture bearing. The posterior needle tip was ejected from the shank and was undisturbed. A device condition in this condition would not have achieved hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. In this case, it is unknown what the issue is with the device; therefore, a failure mode could not be confirmed. The investigation was unable to determine a conclusive cause for the reported issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.